Event description:
On february 17, 1998, nellcor puritan bennett rec'd a call from a respiratory therapist with facility. The respiratory therapist was calling to report the following problem: alarm not working properly.